Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during interlobular fissure in a single hole thoracoscopic lobectomy procedure, the surgeon was able to pressed the green button and squeezed the handle but it cannot be pulled forward and the staple burst out only. The staples did not form well, showing that the legs were not formed and it was at right angles to the surface. It was replaced with the new staples and reload. There was no patient injury.